Event description:
It was reported to boston scientific corporation that a advantage sling system was used during a sling procedure performed on (B)(6) 2007. According to the complainant, the patient problems began three days after implant as patient exhibited infection and began antibiotic treatment. Antibiotic treatment continued for more than one year. Patient has no signs of infection for the last few months. A cystoscopy was performed in 2008 (month and day unknown). The physician also performed surgery to loosen sling and address bladder issues, but patient still experiences pain, discomfort, bladder spasms and urinary retention. The physician recommended further surgery, but patient refused. Patient was on a special alkaline diet, to resolve interstitial cystitis problem. Note: additional information was reported to boston scientific corporation on (B)(6) 2013, that the patient suffered pain due to eroded mesh and additional medical treatment and procedures.

Event description:
It was reported to boston scientific corp that a advantage sling system was used during a sling procedure performed in 2007. According to the complainant, the pt problems began three days after implant as pt exhibited infection and began antibiotic treatment. Antibiotic treatment continued for more than one year. Pt has no signs of infection for the last few months. A cystoscopy was performed in 2008 (month and day unk). The physician also performed surgery to loosen sling and address bladder issues, but pt still experiences pain, discomfort, bladder spasms and urinary retention. The physician recommended further surgery, but pt refused. Pt is now on a special alkaline diet, to resolve interstitial cystitis problem.

Manufacturer narrative:
The lot # is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.